Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system with the dilator snapped inside the was. The device was bloody. The tip and sheath were microscopically and visually inspected. Inspection revealed a partial separation of the tip. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that there was tip damage on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. It was reported that the pectinate muscles inside the patient's laa was well-developed. The was was positioned in the laa of the patient and the wds was inserted into the was. The device was deployed in the laa, however the leak was too much and the physician needed to fully recapture the device. After the retrieval of the sheath, the physician found that the tip of it was damaged. No other damage and no patient complications were noted.

Event description:
It was reported that there was tip damage on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. It was reported that the pectinate muscles inside the patient's laa was well-developed. The was positioned in the laa of the patient and the wds was inserted into the was. The device was deployed in the laa, however the leak was too much and the physician needed to fully recapture the device. After the retrieval of the sheath, the physician found that the tip of it was damaged. No other damage and no patient complications were noted.